Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s husband) contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultraeasy meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient, who is (B)(6), was in the perinatal center at the time of the call. The reporter was unable to say when the alleged inaccuracy with the subject meter began. He reported that on an unknown date and time a few days prior to the call, his wife obtained an alleged inaccurately high blood glucose result of ¿9.0 mmol/l¿ compared to ¿1.2 mmol/l¿ on a calibrated laboratory device; the reporter was unable to specify the time difference between the reported results. Based on statistical methodology, the calculated difference between the results may fall outside lfs¿ accuracy criteria. The reporter also alleged that on an unknown date and time a few days prior to the call, the patient developed symptoms of ¿slurred speech¿ linked to hypoglycemia. He reported that the patient was treated with IV glucose by a healthcare professional. It is unclear from the reporter what medications, if any, the patient was taking at the time of the reported issue or whether the adverse event occurred before or after the patient obtained the alleged inaccurate result. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The reporter was unable to describe the testing steps followed by his wife. The issue remained unresolved. The csr documented that information was provided to the reporter on changing the meter. The patient¿s products were requested back for investigation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, potentially after the alleged product issue began; the lfs products cannot be ruled out as potentially causing or contributing to the adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.